Manufacturer narrative:
Per tandem¿s t:slim g4 user guide: ¿avoid exposure of your t:slim pump to temperatures below 40°f (5°c) or above 99°f (37°c), as insulin solutions can freeze at low temperatures or degrade at high temperatures.¿ the device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that a malfunction alarm occurred. Reportedly, the pump was exposed to 30 degree temperatures prior to the malfunction. The customer's blood glucose level was 120 mg/dl. Reportedly, the customer contacted the healthcare provider for alternate insulin therapy.